Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter has a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began sometime in the middle of (B)(6) 2012 prior to contacting lfs. As part of the patient's diabetes regimen, the patient claimed she is on pills with diet/exercise; however at the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. It was noted by the cca, that 3 days after the alleged issue began, the patient developed symptoms of shaking, sweating, and jittery. The patient, however, denied seeking any form of medical treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, but was misused. Per the cca documentation, the patient's grandchild had dropped the subject meter down the stairs. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Strip lot#) information was not provided.